Manufacturer narrative:
The customer reported that both screens on this central nurse's station are blank. Technical support (ts) had the customer reboot the kvms; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: d1 brand name. D4 model number. Catalog number. Serial number. Lot number. Expiration date. Unique identifier (UDI) number. D10 attempt # 1: (B)(6) 2025 I called (B)(6) to ask for model and serial for the cns as well as model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: (B)(6) 2025 I called (B)(6) to ask for model and serial for the cns as well as model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2025 I called (B)(6) to ask for model and serial for the cns as well as model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. E1 email address. G4 PMA/510k number. H4 device manufacturer date.

Event description:
The customer reported that both screens on this central nurse's station are blank. There was no patient injury reported.

Event description:
The customer reported that both screens on this central nurse's station are blank. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that both screens on this central nurse's station are blank. Technical support (ts) had the customer reboot the kvms; however, the issue remained. There was no patient injury reported. Investigation summary: the device that experienced the reported issue was not returned for evaluation; therefore, a root cause could not be determined, the following fields contain no information (ni), as attempts to obtain the information were made, but not provided: d1 brand name. D4 model number. Catalog number. Serial number. Lot number. Expiration date. Unique identifier (UDI) number. D10 attempt # 1: (B)(6) 2025 I called ashley to ask for model and serial for the cns as well as model and serial numbers of any devices the reported device was connected or related to. A message was left for ashley to call me back with this information. Attempt # 2: (B)(6) 2025 I called ashley to ask for model and serial for the cns as well as model and serial numbers of any devices the reported device was connected or related to. A message was left for ashley to call me back with this information. Attempt # 3: (B)(6) 2025 I called ashley to ask for model and serial for the cns as well as model and serial numbers of any devices the reported device was connected or related to. A message was left for ashley to call me back with this information. E1 email address. G4 PMA/510k number. H4 device manufacturer date. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.